Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/25/2015.

Event description:
According to the reporter: 'dr. (B)(6) had trouble with the use of the versastep long 12mm trocar and our tristaple (tan and purple ). The stapler would barely slide down the port. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).